Event description:
It was reported that there was a noise from the compressor while it was running and a low pressure alarm was generated. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor motor was replaced and sent in for investigation. The visual inspection reveals a bronze colored housing that normally is aluminum colored. The housing top was dismounted and the inside reveals parts that were worn out and sooty. The compressor motor seems to have been exposed to temperatures outside the intended use. Simulated use test was preformed in a test bench and the compressor noise was reproduced, the compressor motor was however delivering air gas, but outside specification. The cause to the reported issue is due to the worn parts inside the compressor motor. The unit was manufactured in the year 2005. The compressor unit detected the low pressure and an alarm was given to notify the user of the occurring condition. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).